Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025 at around 11:00am. After the sensor warm up, the cgm displayed a normal reading of 134 mg/dl. However, at around 2:30pm, the patient started to feel hypoglycemic: dizziness, shaky, and confusion while the cgm was still reading 134 mg/dl. She then decided to got to a pharmacy to buy some juice to alleviate the symptoms but after drinking juice, she passed out inside the pharmacy. The pharmacy staff called an ambulance for assistance and manage to wake the patient up immediately. No treatment was provided during that time. When the paramedics arrived, a bg test showed 20 mg/dl while her cgm at that time was stuck on 134/mg/dl so they gave her a shot of glucagon and the patient recovered after the treatment. Before the paramedics left, they did another bg test which showed 115 mg/dl while her cgm was still showing 134 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Before the paramedics left, the patient's glucose were reported to fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.